Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion was located in the proximal right coronary artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement and a 3.50 mm x 32 mm ion paclitaxel-eluting platinum chromium coronary stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. Post-index procedure but prior to discharge, the patient developed a non st elevation myocardial infarction. Medication was given to treat the possible ischemic symptom (jaw pain). The event was noted to be resolved without residual effects. The patient also experienced timi flow degradation. Pre-procedure timi flow grade was 3, the post-procedure timi flow grade was 2 which was "likely related to thrombectomy pre procedure". Thrombus was not present post-procedure.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).